Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the transfer set had disconnected from the patient line, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three. The patient was connected at the time of the alarm. The patient stated that the transfer set had disconnected from the patient line. The technical service representative (tsr) had the patient clear the alarm and advised they would need to start therapy over with new supplies. Product surveillance contacted the patient regarding the reported event. The patient stated their transfer set was not replaced after the disconnection; there had been no damage to the transfer set. The patient stated they had not seen anything unusual with the supplies and the connections had seemed secure, the patient was unsure how the disconnection had occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.